Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal metal stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to cancer. The stricture was located in the mid-esophagus and 6cm in length. The stricture was not dilated prior to stent placement as the endoscope crossed the lesion easily. During the procedure, the stent system was positioned within the esophagus. However, when the physician attempted to release the stent, the deployment suture was stuck and the suture was unable to be retracted. Only approximately 1cm of the stent was able to be deployed. The partially deployed stent was removed from the patient. No visible issues were noticed to the device. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent deployment issue (partial deployment). The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.